Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software intermittently did not continue to suspend insulin delivery. As a result, customer's blood glucose ranged from 49 mg/dl to 70 mg/dl. Tandem technical support requested to obtain a pump upload so a log review could be performed; however customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.